Manufacturer narrative:
Correction: the lot number was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The investigation concluded that this nonconformance observed in this complaint was categorized as a process defect. An exhaustive revision of the process was completed, founding that occlusion partial or total was generated in the proximal bonding station due to misalignment of the d-mandrel or mandrel during the preparation for bonding process. The operator has not enough visibility to ensure the correct position of the d-mandrel or mandrel, causing melting material smearing occluding partial or total the diameter of the extrude. Causing two events, the first is the diameter is completely occluded which would prevent the balloon from inflating. And the second event would be that the diameter is partially occluded which would cause it to take longer to inflate or deflate. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported the balloon did not deflate to come out of scope. Per the report, the balloon would not deflate and had to cut out of the scope. There was no patient harm , no user injury reported due to the event. This report is related to reports with patient identifier: (B)(6)-the balloon did not deflate to come out of scope. (B)(6)-the balloon did not deflate to come out of scope.

Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.